Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s trocar was found broken. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Further inspection of the insertion tube and singulator revealed that the trocar was likely heavily biased during the event, causing the stent flange to collide with and fracture the trocar. All devices undergo visual inspection via x-ray per manufacturing internal procedure. A review of the manufacturing x-ray images for the device housing revealed that the accepted stent injector contained a straight splayed trocar and two (2) stents on the trocar that met the required specifications. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
A review of the surgical video was performed, and the removal of the trocar remnant from the operative eye was observed. The trocar fragment was visualized outside of the eye; however the actual trocar fragmentation was not observed in the video. It is likely that excessive pressure on the trabecular meshwork (tm) and trocar bias contributed to the event; however, it was difficult to confirm due to compromised visualization in the video. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient's postoperative status was described as ¿good with no postop bleeding or other complications and intraocular pressure (iop) in the low teens."

Event description:
It was reported that the trocar broke during the implantation of the second stent from a trabecular microbypass stent system in the patient's right eye (od). Per report, the broken trocar was "retrieved" intraoperatively, and it was confirmed that the second stent was implanted. The report noted that the physician was concerned that the "dimple" was too strong. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).